Event description:
The patient underwent craniotomy for excision of malignant neoplasm, supratentorial. At the end of the surgery, a ventricular drain was placed to a different trocar incision, secured in place in a semi circular fashion with 2-0 nylon with 2-0 surgilon sutures. Two days after the surgery, the physician removed the icp drain. When pulling on the drain, the physician met resistance and continued to apply pressure. The drain broke and a portion was retained in the subdural space. A CT head/brain was obtained and approximately 3 cm of the drainage catheter was seen. It was transected at the level of the calvarium. The patient experienced no changes in condition or mentation.